Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. The pump remains in use supporting the patient; however, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller's log file showed multiple low speed advisories. The manufacturer's technical services representative's interrogation of the system controller log file showed pump stoppages recorded at the same times as the low speed advisories. The patient was given an ungrounded power module patient cable for use as a precaution. The alarms occurred while the pump was connected to the power module and no alarms occurred when the pump was connected to batteries. A distal end percutaneous lead (driveline) replacement was performed. The patient was reportedly asymptomatic.

Manufacturer narrative:
The patient remains ongoing on vad support using an ungrounded power module patient cable and no further issues have been reported. Approximately 17 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. A few areas of breakdown of the metal braided shield were observed along the length of the driveline segment, which appeared consistent with approximately 1.5 years of use. Examination of the driveline segment under a microscope and high potential testing did not identify any areas of compromised wire insulation. Review of the submitted system controller log file data confirmed intermittent low speed/pump stoppage events recorded resulted in low speed advisory alarms. The remainder of the log file data showed the system operating on battery power for the large majority of the time with normal pump function. A cause of the recorded low speed/pump stoppage/low speed advisory events could not be determined. Based on the manufacturer¿s experience from similar reported events, the recorded events appeared consistent with a potential driveline issue; however, the returned portion of the driveline did not reveal any compromised wires that would have resulted in the events recorded in the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.